Event description:
An unknown size s7 rapid exchange stent delivery system was inserted into an unknown coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon. The stent remains within the pt's arterial vasculature. It is unknown if there were attempts to retrieve the stent. The pt was reported to be fine post procedure. There is no additional info from the user facility regarding this event.